Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to the neutral pad intermittently not being recognized. The system was tested and verified as ready for use. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the neutral pad was not recognized by the system, and the monopolar energy was not working. Prior to calling, the customer rebooted the generator twice and also replaced the neutral pad cable and pad, but the problem persisted. To finish the surgery, the customer decided to use a third-party generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on, and the system initially worked without errors. The problem occurred after approximately 1 hour of operation and the customer contacted the isi support. The customer changed all cables and electrodes in order to rule out external sources of the error. The customer found that the electrode was recognized by the external generator without any problems. The customer confirmed that the operation was completed using a third-party generator. At the end of the operation, the system was restarted. At this point, the electrode was recognized.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed, and failure analysis investigation could not reproduce the customer reported complaint. The iesu was energized and cauterized and all ports recognized instruments. The iesu had no significant scratches or dents. The front bezel is not cracked. The iesu is in a good condition.